Event description:
Reporter indicated that when the patient's device is swiped with the magnet, he continues to seize. It was reported that in the past, a magnet swipe would abort or lessen the patient's seizures. It was also reported that the patient's seizures are more intense than they have been with vns therapy and that his seizures have increased from lasting approximately 1 min to now lasting approx 30 mins. Treating neurologist has been unable to perform device diagnostic testing because the patient cannot sit still. The patient is mentally retarded and reportedly pushes examiner away, even after heavy sedation. Based on known device settings, generator battery end of life is not likely. Treating physician plans to attempt device diagnostic testing when the patient is asleep. Investigation to date has been unable to determine if the device is functioning properly.

Event description:
Further follow-up revealed that the device is working properly and the output current was increased.